Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 9735999 (ssd), serial/lot #: unknown, ubd: unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had a grub menu issue occur on the system. The issue was cleared by going through fixing the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: an update was provided from the field that the ssd was not replaced to resolve the issue. The issue was resolved by using the startup menu. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system did not perform as intended. The solid state drive (ssd) was replaced and the issue resolved. A system checkout was performed after part replacement and all tests passed. If information is provided in the future, a supplemental report will be issued.